Event description:
It was reported that inappropriate auto mode switching episodes occurred several times due to noise. The noise was reproducible with arm movements. The atrial lead was removed and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.